Event description:
As reported (B)(6) 2014 a patient of unknown age and gender presented for an angiographic procedure. When opening the sterile packaging during preparation for the procedure, it was noted the tip of the angiographic catheter had fractured off. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is cur... A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).